Event description:
According to the reporter: occurred during a totally extraperitoneal (tep) procedure. The pneumoperitoneum leaked, due to the device. The seal of the trocar housing disengaged from the device and was removed from the patient's abdominal cavity immediately. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.